Manufacturer narrative:
Event date: unknown. Additional product code: odp. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was device failure; the attachment does not function. It is unknown if there was patient involvement or when the event occurred. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the device failure reported by the customer could not be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the action taken as no repair, device okay. The device has been tested / functional testing has been performed in accordance with the service & repair procedure. During the pre-repair diagnostic assessment the service technician identified the failure code as no failure identified. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Service history review of the device has been performed. The review indicates that the device has not been serviced during the past six months. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.